Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and passed exterior visual inspection. Global receiver functional testing resulted in no failures related to the customer complaint. No errors related to the incident were found during a review of the receiver data log. The device passed manual sound drop testing. The reported fault could not be reproduced. The customer complaint could not be confirmed. A root cause could not be determined.